Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated that a crack was found near the exit site (cuff), which caused the leakage when infusing pd solution. The pt will receive treatment for peritonitis.